Manufacturer narrative:
During the subsequent site visit, the field service engineer (fse) resolved the issue by replacing the tubing in the pinch valve above the open mode probe (part number 9130542). A review of instrument status determined that the recommended preventive maintenance has not been performed on this instrument, which includes replacement of the tubing affected. Return testing was not completed as returns were not available. A review of the cell-dyn 3700 system operator's manual found labeling to be adequate for the complaint issue. A search for similar complaints did not identify any additional complaints or trends associated with this issue. Based on the investigation there is no product deficiency identified for the cell-dyn 3700, serial number (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported a falsely decreased hematocrit (hct) result on one patient. The results provided were: (B)(6) 2019 = 23.6 / 24.5. The customer stated that the patient was transfused as policy is to transfuse patients with hcts <28. The sample was repeated in the afternoon and the hct results were 30.2 / 34.3. There was no adverse impact to the patient reported due to the unnecessary transfusion.